Event description:
Pt was implanted with a synchromed pump and catheter for delivery of baclofen for intractable spasticity. On 12/12/98, the pt was seen by the healthcare professional for spasms and jerking. The pt's monther stated the pump did not alarm and the healthcare professional detected battery end of life on telemetry. On follow-up, the pt is scheduled to have his pump replaced in february.